Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from the orthopedic surgeon. This case concerns 10 patients (with unknown demographics) who started treatment with synvisc and later had joint infection and strong acute inflammatory reaction. No medical history, past drugs, concurrent conditions or concomitant medications was reported. On unknown date in 2015, the patients initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). It was reported that there were 5 physicians in the hospital who had 2 patients each. After the first injection, there was no problem. On unknown dates in (B)(6) 2015, there were 3 patients (others said 5) who suffered from an acute inflammatory reaction (swollen knees) for which arthroscopic debridement was required. These reactions mostly happened after the synvisc was injected for the 2nd time. It was reported that a puncture was done from one knee and an infection was found which was treated with antibiotics. On an unknown date in (B)(6) 2015, there were a few (nos) patients with swollen knees and a puncture was done from one knee and an infection was found which was treated with antibiotics for 3 weeks. It was reported that this only happened after the second injection of synvisc. Action taken: unknown corrective treatment: arthroscopic débridement for strong acute inflammatory reaction; antibiotics for joint infection. Outcome: unknown for both events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for strong acute inflammatory reaction; important medical event for joint infection. Additional information was received on 10-feb-2016. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 29-feb-2016 from the physician. Suspect product start date was added. Start date for the event of strong acute inflammatory reaction was added. Additional event of joint infection was added along with details. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 29-feb-2016: this case concerns a set of 10 patients who received synvisc injections and experienced joint infection and joint inflammation the causal role of the product in the occurrence of the event cannot be denied since there is indication of a positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities is required to make complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on 28-jan-2016 from the orthopedic surgeon. This case concerns 10 patients (with unknown demographics) who started treatment with synvisc and later had strong acute inflammatory reaction. No medical history, past drugs, concurrent conditions or concomitant medications were reported. On unknown dates, the patients initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). It was reported that there were 5 physicians in the hospital who had 2 patients each. On unknown dates, these patients suffered from an acute inflammatory reaction for which arthroscopic debridement was required. It was reported that these reactions mostly happened after the synvisc was injected for the 2nd time. Action taken: unknown outcome: unknown a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 10-feb-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 10-feb-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 2-feb-2016: this case concerns a set of 10 patients who received synvisc injections and experienced acute inflammatory reactions. The causal role of the product in the occurrence of the event cannot be denied since there is indication of a positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Hence, further information regarding the injection technique including other comorbidities is required to make complete case assessment.

Event description:
(B)(4). Based on additional information was received on (B)(6) 2016 from the physician, suspect product was updated from synvisc to synvisc one. This unsolicited device case from (B)(6) was received on (B)(6) 2016 from the orthopedic surgeon. This case concerns 3 patients (with unknown demographics) who started treatment with synvisc one and later had immunologic reaction. No medical history, past drugs, concurrent conditions or concomitant medications was reported. On unknown date in 2015, the patients initiated treatment with intra-articular synvisc one injection (dose, frequency, indication,batch/lot number and expiration date: not provided). It was reported that there were 5 physicians in the hospital who had 2 patients each. After the first injection, there was no problem. On unknown dates in (B)(6) 2015, there were 3 patients (others said 5) who suffered from an acute inflammatory reaction (swollen knees) for which arthroscopic debridement was required. These reactions mostly happened after the synvisc one was injected for the 2nd time. It was reported that a puncture was done from one knee and an infection was found which was treated with antibiotics. On an unknown date in (B)(6) 2015, there were a few (nos) patients with swollen knees and a puncture was done from one knee and an infection was found which was treated with antibiotics for 3 weeks. It was reported that this only happened after the second injection of synvisc one. It was reported that there was no evidence of infectious etiology of any of these events based upon microbiological testing. All of the events occurred after uneventful repeat injection of synvisc one, and in all cases the patient contacted the practice within 7 days of injection to report a large swollen knee. Further, doctor described a clinical impression related to substantial/large effusion, hot/swollen/inflamed, without overt signs of systemic infection. Doctor also described significantly elevated crp levels in 3 patients which increased the potential differential of an infected knee joint. Due to this possibility, in the clinical management of 3 of the patients, it was felt most appropriate to perform an arthroscopic lavage/ incision and drainage (I&d) was performed on an unknown date to minimize any potential consequences of intra-articular infection if that was the source. As reported above, all cultures were (B)(6), and all 3 patients made a full recovery following the arthroscopic lavage, and there had been no evidence of additional consequences or adverse events in these patients. It was reported that the doctor was not able to state if following the acute reaction if the patients responded to or demonstrated analgesic efficacy of synvisc one from the injection. Also reported that the nature of these adverse events were "immunologic, presumably to the chicken protein based upon the clinical presentation, knowledge of the source material for synvisc one, and the repeat exposure that these patients experienced in their second course of injection treatment. Further, specific that none of the reaction occurred in patients in whom the practice had utilized synvisc one for the first time. Action taken: unknown. Corrective treatment: antibiotics and arthroscopic lavage/ (incision and drainage) I&d for immunologic reaction. Outcome: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for strong acute inflammatory reaction; important medical event for joint infection additional information was received on (B)(6) 2016. Global ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(6) 2016 from the physician. Suspect product start date was added. Start date for the event of strong acute inflammatory reaction was added. Additional event of joint infection was added along with details. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2016 from the physician. Suspect product was updated from synvisc to synvisc one. Number of patient involved from changed from 10 to 3. Event verbatim was updated from joint infection to immunologic reaction. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2016: as per the follow up information, three patients who received synvisc one injections and had synovitis with elevated crp levels and arthroscopic lavage/ I&d was performed in these patients to avoid any potential intra-articular infection. The nature of all these events was considered to be an immunological reaction. The causal role of the product in the occurrence of the events cannot be denied.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from the orthopedic surgeon. This case concerns 10 patients (with unknown demographics) who started treatment with synvisc and later had strong acute inflammatory reaction. No medical history, past drugs, concurrent conditions or concomitant medications were reported. On unknown dates, the patients initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). It was reported that there were 5 physicians in the hospital who had 2 patients each. On unknown dates, these patients suffered from an acute inflammatory reaction for which arthroscopic debridement was required. It was reported that these reactions mostly happened after the synvisc was injected for the 2nd time. Action taken: unknown. Outcome: unknown. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: required intervention. Pharmacovigilance comment: sanofi company comment dated 2-feb-2016: this case concerns a set of 10 patients who received synvisc injections and experienced acute inflammatory reactions. The causal role of the product in the occurrence of the event cannot be denied since there is indication of a positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection a complete medical assessment is difficult. Hence, further information regarding the injection technique including other comorbidities is required to make complete case assessment.